Manufacturer narrative:
The referenced device was returned to olympus for eval. The eval was not duplicate the loss of image but found that there was the evidence of the liquid attached on the electrical contact of the video connector socket. Furthermore, the facility did not perform the inspection before use. Olympus checked the manufacture history of the subject device, there was no irregularity found. The evidence of the liquid attached on the electrical contact on the video connector socket was attached to the abnormal endoscopic image and caused the handling by user. The cause of the reported failure could be determined to the user mishandling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a laparoscopic proctopexy the endoscopic image had gotten unstable. Then the endoscopic image had disappeared. The physician exchanged the endoscope ltf-vh into another unspecified endoscope. The endoscope image was displayed on the monitor for a while, however it disappeared again. The physician altered the procedure to the open surgery and completed.